Event description:
It was reported that during a ladg procedure the firing sequence could not be completed. According to the nurse, the clip slipped out from the tissue after firing. There was no adverse patient consequence.

Manufacturer narrative:
Date sent: 6/6/2007. Evaluation summary: the analysis results found that the instrument was returned nonfunctional. It was cycled and fed the clips intermittently and the anti-backup was non-functional. The instrument was disassembled and the kick off spring was noted to be bent therefore, preventing the instrument from feeding as intended and the cam lever was broken causing the anti-backup to be non functional. No conclusion could be reached as to what may have caused the found damage. A batch record review was performed and no anomalies were found during the manufacturing process.